Manufacturer narrative:
The product was not returned and could not be evaluated. No root cause can be determined. If any additional information is obtained, a follow-up report will be submitted. Attempts have been made to obtain additional information and to date, no additional information has been received. Additional training was provided.

Event description:
Patient developed a thrombus extension after undergoing the closurefast rf ablation procedure. The date of the procedure is unknown. Patient was prescribed lovenox.